Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during prep for a tavr procedure, the 26 mm certitude delivery system and valve were prepped and crimped per IFU. Valve push force through loader cap was extremely difficult. It was reported that the black portion of the loader cap came off. Eventually, the valve was advanced with force through the loader cap into the certitude delivery system and the valve was deployed without issue.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6 and h10: additional information provided clarified that after the valve was advanced with extreme force through the certitude delivery system loader cap, the black rubber portion came off. The team then opted to remove the entire certitude delivery system and proceeded with another system. No blood loss was reported, and the valve was deployed without issue. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No procedural photographs, videos, or imagery were provided for review. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review and lot history review could not be performed as the lot number was not provided. As the complaints were unable to be confirmed and the complaint trend analysis revealed that occurrence rates did not exceed the march 2020 control limits for their respective trend categories, a complaint history review was not required. The IFU for certitude delivery system, the device preparation manual and the procedural manual were reviewed for guidance/instruction involving the certitude delivery system usage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed as neither the device nor procedural imagery of the resistance was returned. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there was no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. The complaint event description states, ¿the valve push force through the loader cap, however, was extremely difficult. The loader cap (black rubber portion) came off when trying to push the valve through the loader cap into the sheath.¿ as per the device prep manual, the loader cap should be placed on the delivery system before deairing the device and mounting/crimping the valve onto the delivery system. The push force through the loader cap was a result of improper prep of the device as the valve was not designed to go through the loader cap. Such resistance while inserting the valve and delivery system through the loader cap likely required additional force and manipulation to overcome. The damage observed to the loader cap likely occurred due to excessive force. Without the inspection of the device, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (improper device preparation/excessive force and manipulation) may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed control limits for the applicable trend categories. No corrective or preventative action is required at this time.